Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
1.5 month post-operative infection - pseudomonas. Single stage exchange of humeral tray, insert and glenosphere.

Manufacturer narrative:
Device and lot number not available for analysis. Root cause of reported event could not be confirmed. This is the final report submitted regarding this surgical event and medical device.

Event description:
A 1.5 month post-operative infection - pseudomonas. Single stage exchange of humeral tray, insert and glenosphere.